Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: catalog # enlw1613c120ee, serial # (B)(4), use by date: 2012-01-07, manufactured date: 2010-01-19, and upn# (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that an unknown endoleak was identified. The maximum aneurysm diameter measured 37mm. An intervention has not been performed. No additional clinical sequelae were reported and the patient is being monitored.